Event description:
This is a report of a patient who did not wear a mask while changing solutions and experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for the event and experienced abdominal pain, fever, and cloudy effluent as a result of the peritonitis. The patient was treated with vancomycin-intaperitoneal (ip) (500 milligrams(mg), 4 times/day), amikacin-ip (250 mg, 4 times/day) and cefazolin-ip (250 mg, 4 times/day). At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.